Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high glucose result on adc device. It is unknown whether the customer noted a trend arrow on the device. Due to higher sensor scan results, the customer self-treated with 2 units of insulin (type unknown). As a result, the customer experienced hypoglycemia and again self-treated with sugar cubes, apricot, bread for the issue. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 170 mg/dl was compared to a reading of 42 mg/dl obtained on a built-in precision meter. The length of sensor wear was 3 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.